Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the patient will be worked up for transvenous system. Additional information noted that an ablation procedure took place, and defibrillation threshold (dft) testing was completed with successful conversion at 65j with a time to therapy being 17 seconds. No further plans to remove the device was made. No additional adverse patient effects were reported. Additional information received noted that the health care professional (hcp) called technical services (ts) due to possible oversensing and undersensing we well as t-wave oversensing with untreated and atrial fibrillation (af) episodes since the last reset. Technical services (ts) discussed low/poor r waves and poor r to t wave ratio with intermittent t-wave oversensing as well as performing possible troubleshooting based on the physician discretion.

Manufacturer narrative:
This report is being filed to correct the patient codes and impact codes.

Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the patient will be worked up for transvenous system. Additional information noted that an ablation procedure took place, and defibrillation threshold (dft) testing was completed with successful conversion at 65j with a time to therapy being 17 seconds. No further plans to remove the device was made. Additional information received noted that the health care professional (hcp) called technical services (ts) due to possible oversensing and undersensing we well as t-wave oversensing with untreated and atrial fibrillation (af) episodes since the last reset. Technical services (ts) discussed low/poor r waves and poor r to t wave ratio with intermittent t-wave oversensing as well as performing possible troubleshooting based on the physician discretion. It was noted that the patient's sensing configuration was changed from primary at 2x gain and smart pass was turned on and charge increased to 4.1 seconds. Remote transmission has been done weekly to monitor oversensing. The patient will continue to be monitored intensively. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient codes and impact codes.

Manufacturer narrative:
This report is being filed to update the describe event or problem, outcome attributed to adverse event, type of reportable event, and describe event or problem field.

Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the patient will be worked up for transvenous system. Additional information noted that an ablation procedure took place, and defibrillation threshold (dft) testing was completed with successful conversion at 65j with a time to therapy being 17 seconds. No further plans to remove the device was made. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the patient will be worked up for transvenous system. Additional information noted that an ablation procedure took place, and defibrillation threshold (dft) testing was completed with successful conversion at 65j with a time to therapy being 17 seconds. No further plans to remove the device was made. No additional adverse patient effects were reported. Additional information received noted that the health care professional (hcp) called technical services (ts) due to possible oversensing and undersensing we well as t-wave oversensing with untreated and atrial fibrillation (af) episodes since the last reset. Technical services (ts) discussed low/poor r waves and poor r to t wave ratio with intermittent t-wave oversensing as well as performing possible troubleshooting based on the physician discretion. Additional information noted that this patient presented to the clinic after received an inappropriate shock. It was noted that during the same follow another inappropriate shock was seen days after the first inappropriate shock. Automatic set up was run and no sensing vectors passed the set up. The system was overridden to select the secondary sensing vector. It was also noted the due to recent ablation procedure the electrode had moved slightly. The patient will be followed up further. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient codes and impact codes.

Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the pt will be worked up for transvenous system. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem, outcome attributed to adverse event, type of reportable event, and describe event or problem field.

Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the patient will be worked up for transvenous system. Additional information noted that an ablation procedure took place, and defibrillation threshold (dft) testing was completed with successful conversion at 65j with a time to therapy being 17 seconds. No further plans to remove the device was made. No additional adverse patient effects were reported. Additional information received noted that the health care professional (hcp) called technical services (ts) due to possible oversensing and undersensing we well as t-wave oversensing with untreated and atrial fibrillation (af) episodes since the last reset. Technical services (ts) discussed low/poor r waves and poor r to t wave ratio with intermittent t-wave oversensing as well as performing possible troubleshooting based on the physician discretion.

Manufacturer narrative:
This report is being filed to correct the patient codes and impact codes.

Event description:
It was reported that this patient presented to the clinic due to a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the device double counted the t wave into the therapy zone which resulted in therapy for a ventricular tachycardia (vt). The smartpass was disabled due to small r waves. The patient had a previously reported t wave oversensing with an appropriate shock due to a true ventricular tachycardia (vt). A vt ablation will be scheduled, and additionally the patient will be worked up for transvenous system. Additional information noted that an ablation procedure took place, and defibrillation threshold (dft) testing was completed with successful conversion at 65j with a time to therapy being 17 seconds. No further plans to remove the device was made. No additional adverse patient effects were reported. Additional information received noted that the health care professional (hcp) called technical services (ts) due to possible oversensing and undersensing we well as t-wave oversensing with untreated and atrial fibrillation (af) episodes since the last reset. Technical services (ts) discussed low/poor r waves and poor r to t wave ratio with intermittent t-wave oversensing as well as performing possible troubleshooting based on the physician discretion. Additional information noted that this patient presented to the clinic after received an inappropriate shock. It was noted that during the same follow another inappropriate shock was seen days after the first inappropriate shock. Automatic set up was run and no sensing vectors passed the set up. The system was overridden to select the secondary sensing vector. It was also noted the due to recent ablation procedure the electrode had moved slightly. The patient will be followed up further. No adverse patient effects were reported. Additional information noted that the inappropriate shocks were delivered due to t wave and p wave oversensing. The patient had contacted shingles, and a revision will be scheduled once the shingles are resolved. It was noted there was no allegation of electrode movement after the ablation. It was noted that the decrease in r wave amplitudes and increase in oversensing of p wave correlates with the coronary artery bypass surgery done in june 2024. The patient will be followed up further. No adverse patient effects were reported.